Manufacturer narrative:
Device analysis: fluid loss was reported due to a connector disorder. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. No connectors were received. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. No fluid loss confirmed. Based on the reported events, the pump functional failure would not lead to the fluid loss but could be the probable cause for the inability to inflate the device reported. The investigation conclusion code of cause traced to component failure was chosen because the reported allegations are related to a device functional failure during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced connector disorder with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that there was a crack in the connector, and the patient was not able to inflate the device due to fluid loss.

Event description:
It was reported that the patient experienced connector disorder with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that there was a crack in the connector, and the patient was not able to inflate the device due to fluid loss.